Event description:
A pt was sedated and on a ventilator while receiving a continuous IV infusion of norepinephrine to stabilize blood pressure and mean arterial pressure (map). The rn had been in the pt's room, along with a dialysis rn, and then left momentarily to get more supplies. The dialysis rn noticed the b. Braun pump was reading and audibly alarming "error" so she immediately notified the pt's rn. The pt's rn attempted to resolve the error, but was unsuccessful, so she quickly set up a new pump, with new tubing and resumed the medication. The rn did state the pt's map did decline from 85 down to 69 and 70 during this period, but the blood pressure did not have a significant change. The md was notified of the incident. The pt's care was resumed and all pressure stabilized. The pump was taken out of service.

Manufacturer narrative:
To date, the device has not been returned for evaluation. Several unsuccessful attempts have been made to gather more info about the incident. A follow-up report will be issued as more info is known and the pump is returned.